Event description:
It was reported that the user experienced hyperglycemia reported at 456 mg/dl after observing insulin leakage in the ilet system, with insulin pooling in the pump chamber and a cartridge found half-full; the user performed a full supply change and continued therapy, and replacement supplies were provided along with troubleshooting and education by customer care. Investigation included case review and follow-up confirming glucose was decreasing. Investigation of this case revealed a leaking cartridge and loss of insulin delivery consistent with high glucose readings that improved after replacing the supplies. Symptoms included elevated blood glucose without reported clinical symptoms. Outcomes included temporary elevation of blood glucose that trended down following supply change, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a component failure associated with the cartridge and connector that resulted in insulin leakage and under delivery.